Event description:
Reporter alleged the aviva meter had a marbled lcd screen. Reporter is from the manufacturer's evaluations department and discovered the alleged issue after the device was returned. No actions or treatments were reported. No adverse event reported. The suspect device was returned and replacement product was sent.